Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and mentioned that they experienced high blood glucose of around 400mg/dl. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was around 400mg/dl at the time of the incident. Troubleshooting resolved the issue and display returned. The customer was advised to monitor insulin pump as replacement battery cap will be sent. The insulin pump will not be returned for analysis.